Manufacturer narrative:
Additional information: additional information received reports that the capsule break was not due to the iol. Sutures required to close the wound. No patient injury. No issue with the lens. Patient identifiers: male, (B)(6). No complications, patient is doing fine. The following have been updated accordingly: (B)(6). Gender/sex: male. Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported event could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient's posterior capsular bag broke during the implantation of a pcb00 16.5 diopter intraocular lens (iol). Therefore, a 3-piece lens was used instead. No additional information was provided.